Event description:
It was reported that the pt had morphine put in the pump after being on a study for gabapentin. The nurse told the pt to continue taking avenza after the morphine was put in the pump. This caused an overdose and the pt was in the hospital for 5 days. It was also noted that the pt did not have good pain relief with the morphine and had an appointment with the doctor to titrate the pump down and talk about explant of the pump. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).